Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the user interface pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, c181, on the user interface pcb assembly.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.